Event description:
A user facility in (B)(6) reported that colored coated micro particles were found after sterilization. There was no reported patient impact.

Manufacturer narrative:
The device return has been requested, but has not been received for evaluation. The investigation is ongoing.

Manufacturer narrative:
To date, despite multiple request for more information and product return, no further information or product has been received. The complainant has been unresponsive to fourth request for more information and there is no indication they will return a sample, so unable to investigate further. There was no trend for this sku after review of the march 2022 complaint review board trending for stellaris. If the product is returned the investigation will be reopened. The investigation is considered complete at this time.